Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father emailed to report that the customer was hospitalized due to low blood glucose levels. The customer's blood glucose level was unknown. The customer's device went into threshold suspend which caused the customer to go into a diabetic coma. The customer declined to speak with the helpline. The father stated that they would call later when the customer felt better. No further details were provided.